Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device return has been requested for evaluation. Internal complaint # - complaint- (B)(4).

Event description:
Prometra ii pump 20ml. Was reported with volume discrepancy - under infusion at the first refill. (B)(6) 2019: prometra ii pump was implanted. The pump was primed on the back table before implant and that the implant procedure was followed. The implant went well with no complications. (B)(6) 2020: the patient came in for their first refill. The expected volume from pump inquiry was 5mls and 19mls were aspirated. The pump was refilled and a cap study was scheduled for (B)(6) 2020. The patient uses a ptc and that the patient has not experienced any pain relief since the implant. The patient has had their dose adjusted multiple times before the refill due to a lack of pain relief but a volume check was not performed prior to the refill. (B)(6) 2020: a cap study was performed and the cap study showed a patent catheter. The programmer software version is 2.01.5. No pump errors were noted at the refill appointment. (B)(6) 2020: the patient came in for a volume check. The expected volume was 17.6mls and 20mls were aspirated. The pump was filled with saline and the battery status displayed as ok. (B)(6) 2020: rep notified that the patient was explanted and implanted with a replacement pump on (B)(6) 2020. Pump will be returned for investigation.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 92% efficiency. The potential root cause of the reported events could not be determined.